Manufacturer narrative:
It was reported that during an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. There was back flow blood through the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. Physician hold pressure to stop the bleed. The sheath was replaced, and the issue resolved. Nothing looked broken/separated. No air entered the patient¿s body. Patient¿s hemodynamics was not compromised. No intervention was required. The device evaluation was completed on 01-jul-2021. The product was returned to biosense webster for evaluation. Bwi then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the vizigo sheath was in normal conditions. A functional test was performed. A sample catheter was introduced into the sheath and no anomalies were observed during the test. Also, the sheath was connected to the cool flow pump from the sideport and the catheter was irrigating correctly. No irrigation/leakage issues were observed. Also, a sideport functional test was performed and it was found working in specifications. A device history record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no issue was observed, there are some precautions on inserting the dilator into the vizigo sheath according to the odp (optimal performance guide): ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ also, the following recommendation is stated: "before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli.". The event described could not be confirmed as the device performed without any irrigation issues. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. There was back flow blood through the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. Physician hold pressure to stop the bleed. The sheath was replaced, and the issue resolved. Nothing looked broken/separated. No air entered the patient¿s body. Patient¿s hemodynamics was not compromised. No intervention was required. With the information available, this event was not assessed as a patient event since there¿s no indication that the backflow bleed was excessive nor that the patient¿s hemodynamics was compromised or that an intervention was required. Although no visible separation/breakage was observed, this event is conservatively assessed as a MDR reportable ¿hemostatic valve separation¿ as it is most likely the issue had occurred due to a malfunctioning/dislodged valve.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6) 2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) .